Manufacturer narrative:
The explanted device has been returned to edwards; however, evaluation has not yet been completed. Device evaluation and edwards' conclusions will be reported once complete.

Event description:
It was reported by surgeon via sales that an edwards valve model 6900ptfx-29mm was explanted at implant from the tricuspid position due to central leaking, and was replaced with an edwards 7300tfx-31mm valve. Surgeon states, "put in valve. No troubles. Did not cut strut protectors until tied. Looked totally normal, leaflets not impinged, perfect placement, came off, moderate plus tr". Surgeon states the explanted valve did not meet expectations but the replacement valve had the typical small acceptable central jet, with no further complications.

Manufacturer narrative:
The explanted device was returned and visually evaluated, then tested functionally. As received, leaflet coaptation in air appears normal. There is an area of indentation tissue damage located at the free edges of leaflet 1 and leaflet 2 immediately adjacent to commissure 2. The sharply defined, deep, narrow, uniform morphology of the indentation is consistent with the previous presence of a suture loop. Suture interference can have a negative effect on leaflet mobility and valve performance. Compression and tethering of the leaflets from the suture loop could result in reduction of the free edge length of the leaflet and a reduction in coaptation during valve closure. This type of tissue damage would not pass edwards' visual inspection. Functional testing was performed in the mitral position in a pulse duplicator under normal physiological conditions for the left side of the heart; the total regurgitant fraction (trf) is 5%, which is four times lower than the 20% minimum allowed for this size valve per established standards. There is no central hole present at the center of coaptation in the fully closed position. No echocardiography recording was provided, thus the reported regurgitation of the valve in vivo cannot be confirmed. Edwards' mitral valves are designed to function properly under the normal physiological conditions experienced in the mitral position. When implanted in the tricuspid position the valve may experience lower closing pressures, which could have a negative impact on leaflet coaptation. In the present case, where the valve was implanted in the tricuspid position, the coaptation reduction from the apparent suture loop may have been exacerbated by the low closing pressure associated with the tricuspid position. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Therefore, per the provided information and edwards investigation it is likely that the reported central regurgitation of this valve was caused by a combination of suture looping and low tricuspid pressures. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. There is no information to suggest a device quality deficiency or malfunction related to this event. No further action is required at this time, edwards will continue to review and monitor all events.